Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Device history records (dhrs) for all libre sensors within expiration at the time of complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed, representative of product available in the field, and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed, and the review showed no anomalies or non-conformances that could have led to this complaint. As the sensor was not returned for this complaint, a tripped trend review was completed for the reported complaint and the libre sensor product line. In this time period, there were no tripped trends related to this perception code and product line. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying the freestyle libre sensor. Customer further reported that on september 21st she experienced "feet numbness and general malaise" and the next day, september 22nd, she went to the hospital. At the hospital, a reading of 620 mg/dl was obtained on a hospital meter and the customer was diagnosed with hyperglycemia. The customer was treated with insulin via injection and intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.